Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient came to the eri due to syncope. The device was interrogated and it was observed that there was rv oversensing of a non physiologic signal marking it at pvcs. The device was programmed ddi and patient will be monitored.